Event description:
The customer reported that the system was unable to display live images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep recalibrated the filaments, aligned the collimator and performed beam alignment. The system was tested and found to be working as intended and put back in service.